Manufacturer narrative:
Per customer, qc was within established ranges. However, qa review showed wide ranges. Per the fse oracle service notes, the issue seemed isolated to a bottle of calibrator. Two instruments in the lab exhibited similar performance when this bottle was used for calibration. A new bottle was opened and used for calibration. Instrument performance returned to specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by a physician. The instrument was recalibrated and the samples were repeated. The results were higher and amended reports were initiated. Treatment was not initiated or withheld based upon the erroneous results.